Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 26.4 mmol/l and 7.8 mmol/l. No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.